Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The coils remain implanted in the patient and the remainder of the device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that more than one coil was successfully implanted in the aneurysm on a patient enrolled in the rage clinical trial; however, the patient's hypercoagulable state due to the study disease caused thrombus at the vessel-coil interface. A transcranial doppler ultrasound (tcd) performed post-procedure on (B)(6) 2019 revealed right middle cerebral artery emboli and the patient was started on 81mg aspirin. A tcd performed the next day on (B)(6) 2019 did not detect any microemboli signals; however, the patient continues to take 81mg aspirin. No further emboli has been identified, and the event is considered to be resolved. It cannot be determined which coil was associated with the adverse event.